Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# unknown, implanted: (B)(6) 2021, partially explanted: (B)(6) 2023, product type: catheter. H3: the returned partial catheter that included the sutureless connector subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body at the location of the transition tubing. Visual inspection also identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products : product ID 8781, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine with concentration 2.5mg/ml at a dose rate of 0.15 ml/day via an implantable pump. It was reported that the patient experienced withdrawal. A catheter study was performed. There was an issue with the catheter. It was indicated that there were no factors that may have led or contributed to the issue. A catheter revision was performed on (B)(6) 2023. Only the pump segment of catheter was revised / replaced. The device was to be returned to the manufacturer for analysis. The issue was resolved as of 2023-mar-01. The patient was without injury regarding their status as of (B)(6) 2023. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available. Additional information was later received from a foreign healthcare provider via a company representative on 2023-mar-02. The implant date of the pump was unknown, but estimated replacement of the pump was to occur in (B)(6) 2028. The serial/lot number of the catheter associated with the event was unknown / unavailable. The catheter study occurred the same day as the revision. Regarding the catheter study, they were unable to aspirate or inspire the catheter. An occlusion of the catheter was further noted. Regarding only the pump segment of catheter having been revised, they had seen that the spinal segment of the catheter was ok, and cerebrospinal fluid drained nicely. The explanted portion of catheter was being returned to the manufacturer.